Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a low blood glucose of 38 mg/dl. Customer felt that she was getting too much insulin. Customer's blood glucose was 32 mg/dl at the time of the incident. The customer treated with juice. Customer stated that the insulin was squirting out during the manual prime process. Customer reported that the drive support cap appeared to be normal. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.